Event description:
The pt states that she is allergic to the cypher stent and is being followed by a rheumatologist to treat her reaction. The pt experienced inflammation around the chest area. Her doctor told her that the inflammation was also in her lungs. The pt states that she now has asthma and is on therapy to treat the allergic reaction. The pt stated that her rheumatologist does not think her reaction is to the sirolimus, but rather the metal that the stent is made out of. Prior to the cypher placement, the pt only had very mild skin allergies.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.